Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) and an unknown drug via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Non reservoir drugs included: lidocaine patches, oral morphine pills, and neurontin. The patient had shingles since (B)(6) 2015 and was very ill. The patient heard a beep on the pump, then heard it again a week later, and then a week after that and thought it was "something in the kitchen&#56224;it was one beep and was not a constant beep. It was unknown what happened and the pump had failed. The patient was in a lot of back pain right now because she did not have the pump ((B)(6) 2015). The patient saw her hcp over two weeks ago and was told to call a doctor in (B)(6). Her hcp told her the pump was empty. The patient had moved and was requesting physician listings to find a surgeon. The doctor who put the pump in did not consider the patient his patient and would not do surgery for a replacement pump. The patient needed to find a closer hcp and was very frustrated and still heard one beep as of the date of this report. Her hcp did not silence the alarm and the pump was now empty. The hcp could not tell if anything really was in the pump or not with the clinician programmer and if it read properly. The patient had lidocaine patches for the shingles and was helped with oral morphine pills; however it was clarified it was not helping like the pump did. The patient had been icing her back in the morning and the only thing that seemed to be helping was going into her pool. She had nerve pain from the shingles and was taking neurontin for that in addition to her back and neck pain. Additional information has been requested, but was not available as of the date of this report.